Event description:
Based upon additional information received on 17-jun- 2016, the case initially assessed as non-serious was upgraded to serious as the serious event of knee effusion with the seriousness criterion of required intervention was added and the seriousness criterion of required intervention was also added for the events of increase in white blood cells in synovial fluid, redness, knee pain and knee swelling. This unsolicited device case from (B)(6) was received on 19-may-2016 from a nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one on (B)(6) 2016 and the same day had increase in white blood cells in synovial fluid, redness, knee pain, knee swelling and knee effusion and physician did not remove any fluid prior to injecting the synvisc one (off label use). The medical history, past drugs, concomitant medications and concurrent condition was not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication: not provided) (batch/lot number: 5rsk001 and expiration date: aug-2018). The same day, the patient experienced severe redness, pain, swelling and white blood cells in his synovial fluid. On (B)(6) 2016, the patient went to the emergency room (ER) due to the pain, redness and swelling. Severe aspiration of fluid was performed on affected leg and cytology was sent on fluid since patient experienced grossly edematous knee and increase in inflammatory response. The physician at the ER contacted the nurse indicating that lab tests indicated an increase in white blood cells in a sample from the patient's synovial fluid. A culture of this sample was negative for bacteria. It was reported that at the time of injection, the physician did not remove any fluid prior to injecting the synvisc one. As per the reporter, synvisc one contributed to the adverse events and they were not related to pre-existing patient's condition. Corrective treatment: cefazolin for increase in white blood cells in synovial fluid, aspiration of fluid for knee effusion; not reported for redness, knee pain, knee swelling. Outcome: recovering for increase in white blood cells in synovial fluid, redness, knee pain, knee swelling and knee effusion. (B)(4). The production and quality control documentation for lot # 5rsk001 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk001 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-may-2016, there were a total of (B)(4) complaints on file for lot #5rsk001: (1) barrel breakage, (1) missing component, (1) broken syringe and (1) adverse event report. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Reporter causality: related for white blood cells in synovial fluid, redness, knee pain, knee swelling and knee effusion. Seriousness criterion: required intervention for the events of white blood cells in synovial fluid, redness, knee pain, knee swelling and knee effusion. Additional information was received on 24-may-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 17-jun-2016. The serious event of and knee effusion with the seriousness criterion of required intervention was added with details and the seriousness criterion of required intervention was added for the events of white blood cells in synovial fluid, redness, knee pain and knee swelling and the case was upgraded to serious. The severity for the events of white blood cells in synovial fluid, redness, knee pain and knee swelling was added. The relevant lab data was added. The outcome for the events of white blood cells in synovial fluid, redness, knee pain and knee swelling was updated from unknown to recovering. The reporter causality was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-jun-2016: this case concerns a patient who presented with white blood cells in synovial fluid, redness, knee pain, knee swelling and knee effusion after receiving injection with synvisc one. The events have been assessed as related to the product since there is a positive temporal relationship between the events and the administration of the product. However, further information regarding the technique of injection and the conditions under which the patient received the injection is required to make a comprehensive case assessment.